Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the allegation was confirmed. Dirt contamination was found in the device's machine flow sensor. The device's machine flow sensor was replaced to address the issue.